Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, decreased pacing impedance and increased capture threshold resulting in loss of capture was observed on the right ventricular (rv) lead due to dislodgement. Diagnostic imaging was performed and confirmed rv lead dislodgement. The issue will be resolved by revising the lead. The patient was in stable condition and experienced no adverse health consequences.

Event description:
During follow-up, decreased pacing impedance and increased capture threshold resulting in loss of capture was observed on the right ventricular (rv) lead due to dislodgement. Diagnostic imaging was performed and confirmed rv lead dislodgement. During the revision procedure the helix was unable to extend out of the rv lead. The issue was resolved by explanting and replacing the rv lead. The patient was in stable condition and experienced no adverse health consequences.